Event description:
It was reported that the support arm of the ventilator was broken. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was described as broken support arm holder. The issue was confirmed in problem description and service report. No pictures were attached. Based on information provided, the issue was resolved by replacing support arm holder. The faulty part has not been returned for further analysis as it was discarded. The root cause of the failure has not been established. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/16/2014, corrected manufacture date: 08/26/2002.

Event description:
Manufacturer's ref. #: (B)(4).